Event description:
It was reported that a revision surgery was performed due to device instability.

Manufacturer narrative:
The associated r3 3 hole acetabular shell, r3 20 deg acetabular liner, smf fixed neck stiktite coated stem and oxinium head were not made available for evaluation. Therefore a thorough product inspection could not be performed. However, device details were provided. Thus, a review of the manufacturing records and complaint history was performed. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. Our clinical evaluation noted that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no clinical assessment can be performed at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.